Event description:
It was reported that the ilet screen became intermittently unresponsive, preventing reliable swipe-to-unlock and activation of the alarm confirmation, with visible damage noted on the side of the screen and an unsuccessful firmware update attempt after a remote restart. Symptoms included device usability impairment with inability to reliably acknowledge alarms and perform required interactions. Outcomes included interruption of normal device use and the need to transition to backup therapy to ensure reliable insulin delivery and meal announcements. Investigation included remote troubleshooting with restart attempts and a prompted firmware update that could not be completed due to the unresponsive screen. Investigation of this case revealed a screen input malfunction consistent with physical damage to the display assembly, resulting in compromised touch responsiveness and failure to access alarm acknowledgment functions. It was concluded, based on previously established findings for similar reports, that the cause was device damage leading to touchscreen malfunction.